Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report numbers are related to this report: 1221359-2022-03589, 1221359-2022-03591.

Event description:
The customer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2022. Repeat testing was not performed. Confirmation testing was performed on (B)(6) 2022 with the ID now covid-19 assay and generated a negative result. The confirmation testing was repeated on (B)(6) 2022 and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trends are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.